Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported motor rate error was evidenced in the event history log (ehl). The alarm was not reproduced during occlusion testing. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced as a preventative measure: worm coupling, worm gear, leadscrew and clutch halves.

Event description:
It was reported that the medfusion pump exhibited a motor rate error. No patient injury or complications were reported in relation to this event.